Event description:
It was reported that this product was part of a system revision due to infection. This right ventricular (rv) lead was explanted. A new system was implanted 6 days later. No additional adverse patient effects were reported. The product is in possession of the hospital and is not expected to be returned.. No additional adverse patient effects were reported.